Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) was installed onto the system and powered up. Error 23025 along axis 1 was reproduced during sine cycle. The golden axis 1 motor was installed. Sine cycle and a test drive were performed without any issues.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted hartmann's surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) to report that the site experienced a recoverable fault on arm 4. The caller stated that the system faults out after recovering when they go to move the instrument. The tse viewed logs and noted 23025 faults on the master tool manipulator (mtm) right. The tse had site hard reboot the console and exercise the mtm with no change. The tse recommended site change out the console. The caller ended call to change console. The site called back in while connecting the second console. The site was able to successfully connect the backup console and are continuing with procedure. The procedure was converted to another dv system.